Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was occasional undersensing of p waves and the implantable pulse generator (ipg) was not mode switching as often as it should. It was suspected that the p waves were being missed due to quiet timer blanking. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.